Manufacturer narrative:
The failure investigation has been completed and the alleged low bg issue was verified in the pump logs, however, no failure was identified. Additionally the alleged battery not holding charge and the alleged insulin gauge issues could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Additionally, the battery was depleting rapidly. Reportedly the customer continued to use the pump for insulin therapy. Additionally, the customer experienced low blood glucose of 48mg/dl, cause was unknown. The customer consumed carbohydrates to address blood glucose level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.